Event description:
I was at a routine physician visit when ask if I would take the drug screen because of a new regulation being implemented. I did. Then I was told that I failed the test for methamphetamine and was denied prescriptions for xanax, although I was advised not to abruptly stop taking them, was not referred to another physician. I told them that the test was wrong, as I had nothing in my system other than prescribed medications but was told that I could not retake the test and nothing could be done.